Manufacturer narrative:
The insulin pump failed the displacement test and gave an alarm during rewind due to an out-of-phase motor encoder signal. No motor error alarms were noted.

Event description:
It was reported that a motor error alarm had occurred. The customer stated that they were able to rewind the insulin pump and pass the displacement test. The customer also stated that an alarm occurred during a bolus and another alarm occurred multiple times during rewind. Nothing further was reported.